Event description:
It was reported that pump battery charge increased by 10% or more within about two hours even though pump was not charging or recently disconnected from charging and no low power or shutdown alerts occurred. There was no reported impact to the customer¿s blood glucose level. Customer received education about possible battery charge jumps, confirmed understanding of the information, and was advised to continue monitoring pump and call back if issue persisted, with no further actions documented.